Event description:
It was reported that the customer had beeps without a message in the display of the insulin pump. No buttons were pressed or accidentally pressed. Pump was not suspended and there were no alarms in the memory. There was no information in the pump status and no open or closed circles on the pump. Customer insisted on changing the pump. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected beeps noted. The insulin pump was received with minor scratches on the lcd window and cracked battery tube threads.